Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical review: a temporal relationship exists between pd therapy utilizing the liberty select cycler given the ¿patient line is blocked¿ alarm, and the patient¿s hospitalization for fluid overload (characterized by chest pain and shortness of breath). Based on the available information, the liberty select cycler cannot be excluded as a possible causal/contributory factor in the patient¿s fluid volume overload. The patient was reportedly completing manual pd exchanges for four days prior to hospitalization as a result of not being able to complete treatment using the cycler. Moreover, the patient has a past medical history congestive heart failure which increases the patient¿s risk of fluid volume overload. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a patient on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted fresenius technical support and reported they had received a patient line is blocked alarm. During follow-up with the pdrn (peritoneal dialysis registered nurse), it was reported that the patient was not able to complete pd treatment on the cycler for four days but was able to complete manual therapy. The patient did not perform a manual exchange for one day and presented to the hospital with chest pain and shortness of breath. The patient was hospitalized due to fluid volume overload. Per the pdrn the fluid volume overload was related to the patient¿s history of congestive heart failure (chf). The patient continued treatment with manual exchanges during the hospitalization. The pdrn stated that there were no reported issues with the patient¿s pd catheter during the hospitalization. The patient was after six days, and the event of fluid overload was considered resolved. The pdrn reported that the patient was scheduled for an unspecified lung procedure not related to pd therapy. Hospital records are not currently available; therefore, no further information is available at this time.

Manufacturer narrative:
Correction: model #.